Manufacturer narrative:
Manufacturer's investigation conclusion: clotting was unable to be confirmed as the device was not returned for evaluation, and no photos were submitted. A direct correlation between the centrimag blood pump and the reported events could not be conclusively established through this evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The us (united states) centrimag blood pump instructions for use (IFU) lists venous thromboembolism, arterial non-cns (non-central nervous system) thromboembolism as adverse events that may be associated with the use of the centrimag blood pump. The IFU contains the following additional warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #9: monitor carefully for any signs of occlusion throughout the circuit. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a centrimag in use with a patient fell to 0 rpms. The patient was on veno-arterial extracorporeal membrane oxygenation (ECMO) after they had recently undergone a coronary artery bypass graft (CABG) due to entering cardiogenic shock after receiving a cardiotomy and was on antiplatelet medications and heparin. The patient had retrograde flow until the advanced practice registered nurse (aprn) turned the rpms back up. The nurse reported only hearing the low flow alarm and that the device had not been adjusted previously. The nurse's actions only restored flow for a short period of time before flows dropped down to 0.3 lpm. The patient was switched to the emergency backup but was still having low flows on 3700 rpms, and a circuit change was performed with continued low flows. The patient remained stable throughout the circuit change process and was taken to the operating room (or) for emergency decannulation. A large clot was retrieved from the end of the arterial return cannula. After ECMO decannulation an echocardiogram was performed to rule out retained thrombus and was negative for thrombus.

Manufacturer narrative:
All available information for conducting this investigation was collected and no additional follow-up attempts will be performed.

Event description:
This issue occurred 16 days after initiation of support. The low flow alarms were active due to the decrease in speed causing a drop in flow. The cause of the drop in speed was not determined.